Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had alarms after connecting to the mobile power unit (mpu) on (B)(6) 2024 around 2230. The alarms resolved once the patient was connected to batteries and no alarms were reported since. The patient said they were able to replicate the alarm with the white lead when connected to a wall power. The event log file displayed multiple strings of low power hazard, power cable disconnect, and no external power alarms while tethered on the mpu with both the black and white system controller power leads. These alarms appear to be caused by the power to the mpu being briefly interrupted. The mpu was reported to have a v-lock connector on the ac power cord and did not come loose at the wall outlet or the back of the unit. There was no environmental circumstances that would affect ac power at the time of the event. The mpu was not take out of service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log files. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, log files were submitted with events spanning approximately 5 days ((B)(6) 2024 at 12:30:35 to (B)(6) 2024 at 14:17:51 per time stamp). At 22:31:54 on (B)(6) 2024, a loss in alternating current (ac) power occurs while connected to the mpu, activating a no external power alarm at 22:31:54. The alarm cleared at 22:31:58 when power is restored to the mpu. This no external power event happens several additional times throughout the log file. The backup battery provided power to the system during this event. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.